Manufacturer narrative:
Product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. (B)(4).

Event description:
It was reported that the patient had back pain during and after a stimulation trial. It was noted that the patient had fallen after the trial. The stimulation trial reportedly started (B)(6) 2013. During the trial, the patient reportedly complained of back pain, but at the time, this pain was attributed to the expected pain where the needle for lead placement went. It was noted that during the trial ¿there was nothing remarkable,¿ and the patient was scheduled to get the implantable neurostimulator (ins) on (B)(6) 2013. It was noted that there was ¿a collection of fluid¿ in the epidural space ¿somewhere¿ determined with either CT or MRI scan. It was noted that the exact location was unknown. The physician had not noted any specific injury related to the fall. It was noted that the implant procedure was ¿on hold for now.¿ additional informationreported that the patient was receiving antibiotics and was improving. If additional information is received, a supplemental report will be submitted.